Manufacturer narrative:
Concomitant products used during the procedure: 1. Carto 3 system: model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: 39d-76x, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-01, serial #: (B)(4). 4. Lasso nav eco catheter: model #: d134301, lot #: 16028813l. 5. Soundstar eco catheter: model #: 10438577, lot #: e5003467. 6. Preface sheath: model #: 301803ms, lot #: 15836801. (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that the patient's blood pressure dropped during the case and ice confirmed pericardial effusion. Pericardiocentesis was performed and approximately less than 300 cc of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Furthermore, a deflection test was performed and the catheter passed. Finally, catheter tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed on electrode 6. Further investigation revealed that the lead wire 6 was broken close to the electrode itself the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed on electrode 6, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported that the patient's blood pressure dropped and echo confirmed pericardial effusion. Pericardiocentesis was performed and approximately less than 300 cc of fluid was removed. The patient was stabilized and under observation. Additional information was requested however, no further information was provided at this time.